Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd plastipak ¿ syringes had oil residue in their barrels. The following information was provided by the initial reporter, translated from spanish: "the tuberculin syringes have residues of oil inside the barrel".

Event description:
No additional information received. The tuberculin syringes have residues of oil inside the barrel.

Manufacturer narrative:
Five samples and three photos received by our quality team for investigation. Through visual inspection, syringe is lubricated with what appears to be silicone. A device history review was performed for reported lot 2136079, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2136079 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Silicone dispensing nozzles will be cleaned and maintenance monthly plan will be updated with silicone inspection.